Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and nausea. The customer also reported that they entered a club pool with the pump, exposing it to fresh water. Shortly after, the pump stopped turning on; despite no visible cracks, the device was non-functional. Blood glucose value at the time of event was 551 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed for moisture damage. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass selftest. Troubleshooting was performed for blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. No blank display noted. Pump passed the self test, active current measurement. However, pump failed high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. No battery alarm found on event date. Pump was cut open to perform visual inspection and found moisture damage on the electronics assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, serial number label missing. Blank display not confirmed. Pump failed high sleep current measurement due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.